Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that there is a white substance at the tip of the plunger. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and the rubber stopper has a drop of silicone. The photo provided shows the sample received. It could be possible during the lubrication process the silicone wasn't distributed evenly inducing the drop shown in the sample. The silicone is medical grade and added to the rubber stopper and inner wall of the syringe barrel to make the movement of the plunger rod-rubber stopper easier. A device history record review was completed for provided material number 309653, lot number 1026108. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. We will continue monitoring the complaint trend for the product and symptom.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: material no: 309653, batch no: 1026108. Product name and/or catalog number: bd 50ml syringe luer-lok tip any injuries and/or harm?: no. An IV tech noticed that there was a strange white substance at the tip of the plunger while compounding a clear liquid drug. The substance seems almost like a slime, and it¿s stuck to the plunger tip so it seems unlikely to be due to the drug.